Event description:
Home pt reported being diagnosed with peritonitis and hospitalized approx the same time as the minicap result. The home pt stated he was unable to confirm that he rec'd the affected lot number or used a minicap with no "pvp". No further info could be provided by the home pt. Per registered nurse, the home pt was hospitalized and released 7/3/98, admitted again on 7/30/98 with reoccurring peritonitis. The registered nurse was unable to verify the home pt rec'd the affected lot number or used product with no "pvp". The registered nurse stated the cause of the peritonitis was not attributed to any product failure. Per the registered nurse the diagnosis was made before the issue with the minicap occurred.